Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pocket pain that began on (B)(6) 2021. The event, classified as severe, was attributed to body composition and the position of the implantable neurostimulator (ins). Corrective actions included medication, the use of a lidocaine patch, an abdominal binder, and ultimately an explant procedure. The adverse event was resolved as of 2021-aug-24. No further complications were reported or anticipated.